Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was unable to load patient images because system would become unresponsive. The manufacturer representative went on site and tried to load them and got a io disc error with standard selection. Imaging was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software analysis determined that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.